Event description:
Patient was implanted with dual mandible distractors on (B)(6) 2012. Surgeon reported that the foot plates on the distractors broke in (B)(6) 2012. Patient returned to the or for removal of hardware on (B)(6) 2012. At this time, patient was not revised with any other hardware. Patient returned to the or again on (B)(6) 2013 for another revision surgery, at which time patient was implanted with additional hardware. It is reported that patient has had ten or more previous surgeries for mandible distraction. No further information is available at this time. This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.